Event description:
Placed implant into hole made by drill and the implant snapped.

Manufacturer narrative:
After a recent FDA inspection, microaire modified our MDR reporting criteria and have determined this should have been reported.